Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported keypad not working, which was observed as the first column of keys as inoperable. The reported symptom was found during a visual inspection to be caused by the keypad flex which was not properly connected to the input/ output (I/o) printed circuit board (pcb). The keypad flex was properly secured and connected to the I/o pcb to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum pump was not working. There was no patient involvement. No additional information is available.